Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pump was unresponsive.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. It was noted that the rebooting was accompanied with "replace battery" alarms. There was no damage found to the battery compartment or to the power circuit. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. A "replace battery" alarm was reproduced during testing, and the pump gave the appropriate audiovisual alerts. Investigation concluded that the power loss was due to weak batteries; use error in inadequate response to "replace battery" alarms caused the reported incident.